Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer's blood glucose level was 162 mg/dl. Customer pressed the wake button multiple times and the wake button performed as intended.